Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and dimensional inspection was performed. The reported separation was confirmed. The reported difficult to remove through the introducer sheath could not be confirmed due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that instruction for use (IFU) states: the emboshield nav6 rapid exchange (rx) embolic protection system (eps) is a temporary percutaneous transluminal filtration system designed to capture embolic material released during angioplasty and stent procedures within carotid arteries. In this case, the violation of the IFU does not appear to have contributed to the reported difficulties. The investigation determined that the reported difficult to remove and separation appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion with heavy calcification in the right superficial femoral artery (sfa). The emboshield nav6 was advanced for use during an atherectomy procedure. During removal of the nav6, the filter was captured successfully; however, the retrieval catheter met resistance and became stuck with the sheath at the external iliac artery and separated. All the devices had to be removed as one complete unit from the patient anatomy and the procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.